Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 282 mg/dl. The customer stated that the pump alarmed no delivery after a bolus. The customer was advised to run 5.0 units and to check the site. The customer stated that the pump is not working during the regular basal. The customer was advised that no delivery alarms may be due to site, set or reservoir issues. The customer was advised to avoid bending the tubing where it connects to the reservoir. The customer was advised to try the remedies reviewed to prevent recurring alarms. The customer was advised to monitor the pump and call back if the issue persists.